Event description:
A false value was reported on the vidas digoxin assay. The false results was due to a pump seal incorrectly positioned thus causing a pipetting error. The patient was already on digoxin therapy and the incorrect result did not affect or alter the patient's therapy.